Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two scs systems (thoracic and cervical). It was reported the patient experienced overstimulation of the cervical lead. Diagnostic testing revealed high impedance measurements. Reportedly, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was explanted and replaced. Postoperative programming is scheduled for a later date.